Event description:
Customer's husband reported that his wife had high blood glucose. He also stated his wife was having double vision. The wife's blood glucose was 253 mg/dl. She was being treated with 20 units of insulin. Troubleshooting for the insulin pump found no air bubbles. Insulin was also able to exit from the tubing during a manual prime. There was also no leaks found on the insulin pump. It was also found the wife's cannula was not bent. The husband also reported a no delivery alarm in the alarm history. The husband declined to troubleshoot for the no delivery alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.